Event description:
The customer reported a fatality related to a patient sample tested on galileo. A 2 cell screen was performed and the sample was reported as negative by the instrument.the fatality was due to the patient having an antigenic response from transfused units.

Manufacturer narrative:
A request for a letter was received from the customer in 2009 to address that it is acceptable for the instrument to operate if a pump had been disabled from use. The requests was made as a result of a patient fatality which had occurred this year. The customer indicated that there was no failure of the instrument. The customer stated a 2 cell screen performed in 2009 on the patient was reported negative by the instrument. The fatality was due to the patient having an antigenic response from transfused units. History obtained from the american red cross on the patient indicated the patient had multiple antibodies. Subsequent workup by the customer on the patient indicated the antibodies were too weak to be detected. Tech support requested, but the customer did wish to provide any additional information on the patient, sample, reagents used, or any manual testing done. The customer denied tech support's request to remote access the instrument for further investigation. The customer stated no further workup was necessary. The customer stated that instead of a request for a formal letter, she will utilize info from the operator's manual that the instrument can be used acceptably with a disabled pump.